Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v830059, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion and also due to a fall. Multiple falls were reported. Two falls occurred with unknown dates. Another fall occurred on (B)(6) 2015; she lost her balance and fell down on gravel but did not notice a change in therapy. Relevant medical history included gastrointestinal/pelvic floor. No follow-up was required.